Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection revealed that a delivery wire, main coil and introducer sheath were returned for this complaint. The main coil return inside the introducer sheath, however a little section return outside. The coil and delivery wire arms were not interlocked. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. A functional inspection revealed that it was encountered that the coil was stuck into the introducer sheath and it was necessary to cut the introducer sheath in order to release the coil. A dimensional and microscopic inspection revealed that the proximal end, main coil zap tip were within its specification aside from the kinked and detached interlocking arm was not returned. Also, the main coil was stretched and kinked near the interlocking arm and the zap tip section. The number of distal and proximal fiber bundles failed to meet specification.

Event description:
Reportable based on device analysis completed on 10sep2019. It was reported that the interlock-35 coil was removed with the interlocking arm intact. After the coil was removed from the patient. The coil deployed outside of the patient after removal. No patient complications were reported. However, device analysis revealed missing fiber bundles.